Event description:
It was reported that during a surgical procedure, the bur broke inside the attachment. It was also reported that there were no adverse consequences as a result of this event and there no delay to the procedure. It was further reported that the procedure was completed successfully.